Event description:
It was reported that during an unspecified procedure, the balloon catheter removal difficulties were encountered. Vascular access was obtained through the radial artery. The 95% stenosed lesion was located in an unspecified moderately calcified and moderately tortuous vein. Another manufacturer's guide wire was used to cross the lesion after which pre-dilatation was performed with a 2mm sterling es balloon catheter. The 4.00mm x 1.50cm small peripheral cutting balloon was advanced to the lesion for treatment and inflated to 6atms. The balloon was deflated and upon attempting to slowly withdraw the balloon catheter, resistance was encountered. After removing a few centimeters of the cutting balloon from the 6fr introducer sheath, the cutting balloon froze on the guide wire. The guide wire was cut in order to proceed with the procedure. The cutting balloon and guide wire were removed from the patient without incident. Attempt to separate the cutting balloon from the guide wire using excessive force was unsuccessful. The procedure was continued with the sterling balloon catheter. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the device revealed that the returned device was in two parts. The distal outer was detached 38mm from the proximal bond. The inner lumen was detached 34mm from the rapid exchange (rx) bond. The rx bond was stretched. There was no damage noted to the hypotube shaft. The outer distal was twisted and bunched along the length of the shaft. The balloon had evidence of being inflated. The wire was returned with the device and remained inside the lumen. The inner lumen was stretched. The balloon could not be inflated due to the detachment. There was no damage noted to the balloon or the blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time if event: 18 years or older. (B)(4).

Event description:
It was reported that during an unspecified procedure, the balloon catheter removal difficulties were encountered. Vascular access was obtained through the radial artery. The 95% stenosed lesion was located in an unspecified moderately calcified and moderately tortuous vein. Another manufacturer's guide wire was used to cross the lesion after which pre-dilatation was performed with a 2mm sterling es balloon catheter. The 4.00mm x 1.50cm small peripheral cutting balloon was advanced to the lesion for treatment and inflated to 6 atms. The balloon was deflated and upon attempting to slowly withdraw the balloon catheter, resistance was encountered. After removing a few centimeters of the cutting balloon from the 6fr introducer sheath, the cutting balloon froze on the guide wire. The guide wire was cut in order to proceed with the procedure. The cutting balloon and guide wire were removed from the patient without incident. Attempt to separate the cutting balloon from the guide wire using excessive force was unsuccessful. The procedure was continued with the sterling balloon catheter. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good.